Event description:
Reporter stated that pt has been experiencing elevated blood glucose (400 - 500 mg/dl, normally 120 - 130 mg/dl), while wearing the device. Rptr indicated that pt has attempted to self-treat by delivering additional boluses, as well as by decreasing their food consumption; however, elevated blood glucose persists. Reporter stated the device has been generating recurrent cartridge/adapter alerts, for the past 6 months. Reporter stated that pt has lost confidence in the device and believes that it is malfunctioning.